Event description:
Per the clinic, the patient experienced an infection at the magnet site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with topical antibiotic (specific date and duration not reported). Correction: the correct device is osia 2(I) sp magnet; not osi200 implant as previously reported.